Event description:
Beckman coulter inc (bci) contacted a customer for an effectiveness check for a recall action. The customer reported that their waste bottle from the access 2 immunoassay analyzer "puffs up" on occasion. Customer stated that the bottle is watched "closely' for any signs of leaking. No liquid leak has occurred to date. There were no reported injuries or exposure to biohazardous fluids due to this event.

Manufacturer narrative:
Service was not dispatched as customer is not questioning instrument performance. Hardware has been determined to be the root cause.